Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic after receiving a notifier for non-sustained lead noise. The noise could not be reproduced. All electrical parameters were stable. Emi was suspected as the patient works in a tool shop. Programming changes were recommended. The device remained implanted.